Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, back-up mode was observed on the device. The device was successfully reprogrammed, and the patient was stable with no adverse consequences.

Event description:
During a follow-up, normal eri was noted on the device. The physician stated the longevity depleted faster than expected, and upon technical support's review, this was determined to be due to additional pacing while the device was in bvvi mode. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.